Event description:
It was reported that the patient underwent a revision due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the patient was experiencing high impedance on the leads and wanted a MRI compatible ipg. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(4). Batch: 2000017447/20226939.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. The patient was doing well postoperatively.